Manufacturer narrative:
The reported event of communication anomaly was confirmed. Analysis of device image found the device experienced degraded bluetooth signal quality. Inductive telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The bluetooth communication anomaly was lost during further testing and could not be reproduced. The cause of the reported event could not be determined.

Event description:
During an initial implant procedure, the device was unable to be interrogated using bluetooth (ble) telemetry. The device was not used and another device was implanted to resolve the event. The patient was stable.